Event description:
Caller states the pt tested 5.2 inr on the coaguchek s system and 3.78 inr on a comparison lab. Coumadin was changed based on lab result. No adverse event reported . Requested return of suspect system and replacement was sent.